Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display had gradually dimmed and was difficult to read in bright lighting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/12/2014 with the following findings: during testing, the display screen was discolored. Unrelated to the complaint, the audio bolus button cover was missing from the pump. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.